Event description:
It was reported that pump displayed malfunction alarm labeled malf 0, with no notable events occurring beforehand and no impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it, and did not experience repeat of malfunction, and was advised to continue using pump and to call back if malfunction code recurred, which customer acknowledged and understood.